Event description:
Patient underwent a left subcutaneous axillary-femoral bypass grafting surgery in 2007. A perigraft fluid collection was evidenced on four days later and lasted 8 days. Compressing bandaging and ultra-short wave diathermy were used to facilitate the perigraft fluid absorption. Graft remained implanted in patient.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the water permeability testing indicated a value well within product specifications. No conclusion can be drawn. However, perigraft fluid collection is not an unexpected event in vascular surgery, specifically in peripheral vascular surgery. A review of the literature indicated that perigraft fluid collection generally resorbs within a few weeks post-implantation, that the occurrence may be attributable to surgical technique and that this event is not specific to the device since it may occur with any type of vascular graft.